Event description:
Procedure type: lap chole. According to the reporter: during the procedure the balloon broke. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended operating room time: unk. Pt status: ok. No pt injury was reported. No further pt info available.